Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date - 2008, inratio - 5.0, lab - 3.26.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date- 2008, inratio- 5.0, lab- 3.26, mean- 4.13, confident limits 2.4- 6.1. As per internal procedure, the inratio and lab values are within the confident limits. The customer used venous sample from a draw tube with inratio meter. Product will not be investigated.